Event description:
The hosp reported that toward the end of endoscopic vein harvesting procedure, the hemopro was sporadic in activating the energy. The physician assistant would click it back and it wouldn't activate. The pa struggled through by clicking the activation switch back several times to activate the device and was able to complete the procedure using the same device. The hosp did not report any pt complications.

Manufacturer narrative:
After the procedure, the hosp discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).